Manufacturer narrative:
Complaint (B)(4). No batch number was provided. Customer has multiple batches and cannot determine which one was involved in this incident. The actual sample was not received. Received some possible batches of 450076: 20pc 17g11a, 35pc 17i02b and 5pc 17k10b for evaluation. Received customer picture. We have no further complaints on the possible material/batches. We have no further inventory of the possible material/batches. We forwarded the complaint, samples and picture to our supplier for their investigation and comments. Manufacturing and inspection records of the possible material/batches were reviewed and no abnormalities which could be related to the reported event were observed. It can be observed in the customer picture that the cannula came off the hub. By the position of the 'whiteness' on the cannula, it is considered the adhesive agent that bonds the cannula and hub. Retain and customer samples were visually inspected; cannulas were found to be bonded normally. Then, the adhesive strength between the cannula and hub was measured; all results were within range without any abnormalities. The complaint cannot be determined.

Event description:
Customer states the entire cannula came out of the needle assembly/hub. When the phlebotomist pushed the tube onto the needle sleeve, she heard a pop and saw "whiteness" on the needle. After pulling the tube off and while pulling assembly out of the arm, the holder and sleeve remained intact and the entire cannula stayed in the patient's arm. Customer provided 3 possible lot numbers: 17g11a, b17083ms, x 6-29-22; 17i02b, b17093vb, x 8-31-22; 17k10b, b17113sk, x 10-31-22. Holder is item 450230.